Manufacturer narrative:
Date of event: exact date is unknown, not provided. Best estimate is between 2/10/2014 8/5/2020. (B)(4). Device evaluation: product evaluation was not performed because per the initial report the lens is still implanted in the patient's eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed that one complaint folder is part of this production order, however, the complaint issue is a low risk and no investigation was required, therefore this complaint issue was not confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at visit, patient complained of being very bothered by halos and starbursts with night driving difficulty. Patient reported being moderately bothered by sensitivity to light, glare and poor low light vision with no difficulty. Subject seeing visual acuity 20/16 for both eyes. Subject had a yag laser capsulotomy cap, in both eyes, ((B)(6) 2020 od, and (B)(6) 2020 os), due to posterior capsule opacification (pco). No plans for surgical intervention. No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).